Manufacturer narrative:
After service, the customer has not reported any further issues. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The field service engineer replaced various parts and performed cleanings. He performed an instrument check with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for seven patients tested on a cobas 6000 c (501) module. On (B)(6) 2020, patient 1¿s initial creatinine result was 2.17 mg/dl. The patient¿s initial result was reported outside the laboratory. The patient¿s clinician questioned the result and asked for the sample to be repeated. The patient had a new sample collected and the creatinine result was 0.8 mg/dl. The customer repeated the initial sample and the result was "0.8 mg/dl approximately." On (B)(6) 2020, patient 2¿s initial creatinine result was 1.58 mg/dl with a data flag. The patient¿s initial result was not reported outside the laboratory and repeated by the customer. The patient¿s repeat result was 0.96 mg/dl. The customer determined the repeat result was correct. On (B)(6) 2020, patient 3¿s initial creatinine result was 1.83 mg/dl with a data flag. The patient¿s initial result was not reported outside the laboratory and repeated by the customer. The patient¿s repeat result was 0.97 mg/dl. The customer determined the repeat result was correct. On (B)(6) 2020, patient 4¿s initial creatinine result was 1.30 mg/dl. The patient¿s initial result was not reported outside the laboratory and repeated by the customer. The patient¿s repeat result was 0.38 mg/dl. The customer determined the repeat result was correct. On (B)(6) 2020, the field service engineer discovered a spilling and misaligned reagent probes. On (B)(6) 2020, patient 5¿s initial creatinine result was 1.29 mg/dl. The patient¿s initial result was not reported outside the laboratory and repeated by the customer. The patient¿s repeat results were 2.81 mg/dl, 1.30 mg/dl, and 1.30 mg/dl. A data flag was present on all of the patient¿s creatinine results. The customer determined the result of 1.30 mg/dl was correct. On (B)(6) 2020, patient 6¿s initial creatinine result was 2.29 mg/dl. The patient¿s initial result was not reported outside the laboratory and repeated by the customer. The patient¿s repeat result was 1.25 mg/dl. A data flag was present on all of the patient¿s creatinine results. The customer determined the repeat result was correct. On (B)(6) 2020, patient 7¿s initial creatinine result was 2.36 mg/dl. The patient¿s initial result was not reported outside the laboratory and the customer performed repeat testing. The patient¿s repeat results were 1.27 mg/dl, 1.21 mg/dl, and 1.20 mg/dl. A data flag was present on all of the patient¿s creatinine results. The customer determined the result of 1.2 mg/dl was correct. The creatinine reagent lot numbers used for patient testing were 499630 and 513870. The expiration dates of both reagent lots were requested but not provided.